Manufacturer narrative:
Insulin pump passed the seat & rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No unexpected motor error alarm noted during testing. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and the insulin pump also received motor error and no delivery alarm. The customer¿s blood glucose level was 432 mg/dl. The customer was treated with insulin pump. It was reported that they had recurring motor error alarm. Customer reported that the drive support cap appears normal. Customer was able to complete pump rewind. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.. Concomitant: reservoir frn. Unk infusion set.